Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before use that the bd vacutainer® lithium heparin blood collection tubes had black foreign material inside the tube wall. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 returned sample and 3 photos from customer for investigation of foreign matter. Visual examination of the sample and photos was performed and revealed loose fm (black particle) on the inside of the tube. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for indicated failure mode of foreign matter.  Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported before use that the bd vacutainer® lithium heparin blood collection tubes had black foreign material inside the tube wall. There was no health impact or consequences reported.